Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the six steps of hand washing were not followed. Approximately five months prior to the event onset, the patient was hospitalized for another indication and during hospitalization, the patient was diagnosed with peritonitis. The same day as the event onset, the patient was treated with vancomycin injection (500mg, stat dose, ongoing, route, frequency not reported) and meropenem injection (500 mg, once daily, ongoing, route not reported) for the event. Pd therapy was ongoing. At the time of this report, the patient remained hospitalized and was recovering from the peritonitis event. It was reported that the patient caretaker was retrained on the proper aseptic technique. No additional information is available.